Event description:
It was reported that surgeon will explant the non-preloaded multifocal intraocular lens (iol) due to blurry vision and glare/halos/rings. Additional information was recieved and it was learnt that explant was performed. No further information is available.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between 10/17/2023 and 11/7/2023. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.